Manufacturer narrative:
(B)(4). Approximate date of event was two weeks prior to (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, approximately two weeks prior to the date this report was received, the patient was hospitalized for peritonitis. The cause of peritonitis and treatment for the event were not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.